Event description:
The user facility reported via medwatch (B)(4), "while attempting to remove food lodged in esophagus with the raptor grasping device, the wire connecting the grasp broke. Food bolus was eventually dislodged with another piece of equipment." No report of injury.

Manufacturer narrative:
The lot number for the raptor grasping device subject of the reported event was not provided in the medwatch (B)(4) report. Steris has made multiple attempts to obtain additional event information from the user facility however, the user facility has not responded. As the lot number was not provided in the medwatch report and the raptor grasping device was not returned, a device history record cannot be reviewed and a root cause cannot be determined. A follow-up report will be submitted should additional information become available. No additional issues have been reported.